Event description:
An aneurx aaa stent graft was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperatively, the device migrated distally. In 2005, a gore excluder aaa endoprosthesis aortic extender component was implanted. The devices continued to migrate distally. In 2006, the patient was converted to open surgical repair. The patient tolerated the procedure.

Manufacturer narrative:
H3: the devices were discarded by the facility. H6: a review of the manufacturing paperwork is being conducted.